Event description:
It was reported that five days post-op a small bowel resection, the patient was returned for a leak. During the pre-op, a leak was noticed at the corner of the staple line. There were no issues with the device during the initial procedure. A leak test wa not performed during the initial procedure.

Event description:
There were no issues with the device during the initial procedure. A leak test was not performed during the initial procedure. Buttressing material was not utilized. The instrument was fired near an existing staple line. The patients pre-existing conditions are unknown. The indication for the procedure is unknown. It is unknown if the patient undergone any treatments that would impact tissue health. During the second procedure, the surgeon observed that the leak was coming from the corners of the staple lines. No report that the staples were malformed or missing. The leak was corrected by oversewing. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).